Manufacturer narrative:
Results of investigation: the vela printed circuit board assembly (pcba) was returned to carefusion¿s failure analysis laboratory. An investigation was performed and the reported issue was duplicated. The identified the root cause of the reported issue was due to a faulty exhalation flow transducer.

Manufacturer narrative:
(B)(4). In the event the device is received for evaluation or additional information is received a follow-up report will be submitted. At this time, carefusion has not received the device from the customer.

Event description:
The customer stated that this unit has a transducer error. The transducers were calibrated but the error was not resolved. There was no patient involvement at the time of the incident.